Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Based on historical quality control data, there was no indication that the vitros troponin I es reagent issue contributed to the event. An instrument related event was also ruled out as a contributing factor as vitros troponin I es precision results were within acceptable guidelines. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 1.60 ng/ml versus expected < 0.012 ng/ml) using vitros troponin I es reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I patient result was reported from the laboratory, however there was no allegation of patient harm as a result of this event. (B)(4).